Manufacturer narrative:
In response to FDA report number: mw5112591. The events of "capsular contracture" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "capsular contraction", "lymph node swelling".

Event description:
Patient reported via regulatory agency left side "lymph node swelling", "immune and mental health problems from 14 year old allergan saline filled silicone shell breast implants", "capsular contraction occurred in left breast" baker grade not specified, and "pain". Patient additionally reported the following events, which are not device-related: "migraines", "jaw inflammation", "fatigue", "severe dry eyes and mouth¿, and "positive ana blood test¿. Device has been explanted.